Event description:
It was reported the lead displayed elevated pacing thresholds and re-programming was done. Approximately three months later, there was no capture. It was determined the lead dislodged and it was re-positioned. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.